Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: investigation summary the product was not returned to medtech orthopedics; however, photos were provided for review. The device associated with this report was not returned to medtech orthopedics for evaluation. The photographs attached were reviewed, however in the images provided no observations pertaining to the nature of the reported event of jammed or seized and unable to assemble or disassemble could be identified. Functionality issues cannot be evaluated through a photo investigation. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was unconfirmed as the photographs attached don¿t have any evidence to draw a conclusion about the reported event. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history part number: 03.037.018 lot number: 18p9553 manufacturing site: hägendorf release to warehouse date: 04-dec-2019. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported after finishing the surgery at the time of doing the washing and organizing the equipment for its subsequent collection it is evident that the trocar stopped working at the time that was washed. It was checked well and no bone or anything is observed. The procedure was successfully completed, without affecting the patient and without alterations in the surgical times.